Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported not getting an image on the light guide screen and black ultrasound image during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.